Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the sponges were opened onto the surgical field and there were 15 sponges inside a package that are supposed to contain 10 sponges.

Manufacturer narrative:
Additional information g 3: report source, other - added the medwatch number. H 3: evaluation summary a device history record (DHR) review was completed for the reported lot number. There were no manufacturing issues related to the complaint issued for this lot. One sample was received and reviewed. After visually counting the received sample, it was confirmed that there were 14 sponges; a tray should only include 10 sponges. The reported condition is confirmed as a miscount. The returned product did not meet quality release specifications. The root cause was determined to be that bundles checked after the scale is re-set for new batch numbers or moisture adjustments are not compared to the respective control bundle weight. This causes inaccuracies in the counting of sponges in the bundle. A quality alert was issued to bring awareness of the reported condition. All sensors were checked for functionality at placement. A review of all machine automation with respect to bundling was conducted. Some of the machines were not set as they should be. The settings were corrected, and a verification of all machines was completed. Because the as-found settings of some scales did not match the validated settings, a risk analysis was conducted to determine if additional actions are needed. The analysis determined the observed occurrence rate is significantly lower than the maximum allowed rate, so no additional actions other than those defined were implemented. This complaint will be used for tracking and trending purposes.